Manufacturer narrative:
Other text: this MDR was generated under protocol: (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Delivery accuracy testing of the returned pump did not confirm the reported problem; and therefore, root cause of the reported problem was unable to be determined. Testing found the delivery to be negative not positive as reported. The cause of the problem found was related to a faulty expulsor. The expulsor was replaced in order to bring the delivery into more nominal of a range. In addition, the investigation found an error code in the event log which indicated that the motor current measured greater than specification. To resolve this problem, the motor was replaced. Additional information d5 operator of device., corrected data: h6 patient code, conclusion code and h10 evaluation.

Manufacturer narrative:
Additional information received on (B)(6) 2019 that the event occurred during testing at our facility. The pump didn't fail with the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved accuracy testing and showed the device to be within manufacturing specification of +/-6%. The investigation found error code 1870 in the event log and determined that the motor current measured greater than specification. The motor was replaced. Based on the investigation, the complaint allegation of failed accuracy at +8% was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at "+8%." No adverse effects were reported.